Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a deformation on the grasping section. The ptfe pad was missing. As the result of checking the manufacturing record of the subject device, there was nothing abnormal detected. Based on the evaluation, omsc presumed the following occurrence mechanism. An impact was applied to the grasping section because the subject device was dropped. Since the grasping section was deformed, the glue fixing force of the ptfe pad was deteriorated. And eventually, the ptfe pad was detached due to cleaning the grasping section when the glue fixing force of the ptfe pad was deteriorated. The instruction manual of the subject device already states; do not drop the instrument or forcefully strike it. Even if the instrument appears undamaged, its durability may have been impaired. If the instrument is dropped or struck with force, do not use it, and contact olympus.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
The subject device was used for the laparoscopic cystectomy. During the procedure, while the nurse was cleaning the instrument, she realized teflon pad fell down in the cotton. The procedure was completed with a similar device. There was no patient injury reported.